Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Physical evaluation of the complaint device reveals: olympus verified the user report of obstruction in the instrument channel. A boroscope was used to identify heavy scratches through the length of instrument channel with shavings still attached. Other material was adhered to channel walls that was not identified. The channel repair is from wear and tear and/or reprocessing stress. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It was reported a foreign body came of out of the distal end of evis exera iii gastrointestinal videoscope during a procedure. No patient harm or injury has been reported due to this malfunction. Additional information has been requested, at this time no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the reporter of the event.

Event description:
The type of procedure performed was an esophagogastroduodenoscopy with biopsy and dilation. The patient required no treatment as a result of the malfunction and their condition is stable.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It is likely the inner wall of the biopsy channel was shaved by endo therapy accessories etc. The shaved material came off from the distal end together with the accessories. Due to improper reprocessing on the biopsy channel or the air/water channel, the foreign material came out from the device during the procedure.